Manufacturer narrative:
Product was discarded by the healthcare facility; therefore, no physical or visual analysis could be completed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. Although there are no allegations against the safari2 guidewire, cardiac perforation, tamponade, and death are known potential adverse events and are listed in the safari2 device instructions for use (IFU). If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: case supported with my colleague leading the case. Bicuspid valve by raphe between rc and nc. Coplanar view rao 19 cau 15, which does not allow a good interpretation of the support of the wire on the outer curvature. During deployment, once initial position is checked, the valve seems too ventricular, and it appears that the upper crown is below the left leaflet so it is repositioned moving it upwards (in the aortic direction) and lowered again. Before opening knob 2, the operator confirms that it is making pressure inwards, however the inner member is in the inner curvature. At that moment the patient becomes unstable (pressure drop) and physicians decide to proceed opening knob 2. At this moment it is observed that the stent holder moves too much upwards (till stabilization arches) and the valve seems to move slightly downwards but gives the impression of being at the annulus level. Pressure remains stable and for 5 minutes the anesthesia team needs to remove the x-ray to gain access to the patient. With the patient stable a new angio is performed and it is seen that the valve has moved into the ventricle. The echo shows that the mitral valve is minimally affected. Physicians think about transferring the patient to cardiac surgery but massive aortic insufficiency, that the patient is not expected to tolerate, is observed, so it is decided to proceed with a valve in valve with another acurate to stabilize the patient. The first prosthesis is held snaring it by one of the stabilization arches, to avoid pushing it further in. During the positioning of the second prosthesis, it is necessary to reposition again more aortic, and the correct position is obtained, moving first in aortic direction and then pushing towards the ventricle. It is not enough pushed because again the stent holder moves upwards during release (not as much as in the deployment of the first valve). The patient stabilizes (the pressure clearly rises), but there is difficulty when removing the valve as the capsule has trapped one of the cells when moving upwards. It just takes a few minutes for the pressure to drop again and, first with angio and then with echo, tamponade is confirmed and pericardiocentesis is performed. The patient's pressure drops, and CPR maneuvers are performed. Depending on the blood that was being removed from the pericardium, the patient had moments in which she responds and moments in which she doesn't. The decision made is to release the delivery system by pushing, and it is successfully withdrawn. The patient continues going from stable to unstable for some time, and a ventriculography is performed which indicates that the perforation seems to be at the level of the apex. The surgeon performs a sternotomy to attempt to sew a patch at the level of the apex but finally, during this intervention patient died. Procedure outcome: not completed due to this event . Was ivus used? No . Where did the problem occur? Inside the patient . Action taken by the physician to try to resolve the event: medications, blood/blood. Products, surgery, other intervention (valve in valve) . Patient outcome from the event: death . Date of death: (B)(6) 2024. Event resolved? No. Additional information received 25jun2024: question: were there any allegations against the safari2 guidewire? Answer: no question: could it have potentially caused the perforation? Answer: potentially question: what is the lot number of the safari2? Answer: unknown question: will the safari2 be returning or was it discarded? Answer: discarded question: was the same safari2 used during the implant of the second valve? Answer: yes question: it was reported: 'before opening knob 2, the operator confirms that it is making pressure inwards, however the inner member is in the inner curvature.' What does 'the inner curvature' refer to? Answer: left side of patient aorta question: it was reported: 'during the positioning of the second prosthesis, it is necessary to reposition again more aortic, and the correct position is obtained, moving first in aortic direction and then pushing towards the ventricle.' Does this statement refer to the first or second valve? Answer: both question: did the second delivery system become entangled in the second valve during deployment? Answer: yes question: there is difficulty when removing the valve' - does this refer to releasing the valve from the delivery system? Answer: yes question: what part of the delivery system and valve interacted? Answer: capsul with lower part of valve stent question: which device caused the perforation? Answer: not clear question: is it known if the perforation occurred during implantation of the first valve? Answer: was detected later but is not clear question: what was the patient's official cause of death? Answer: cardiac failure , trying to sew a patch to solve perforation question: is an autopsy or death certificate available? Answer: no.

Manufacturer narrative:
This follow up medwatch report is to update section b5 to report additional information received. Based on a review of the additional information, no further updates are required to the original report. Should any further information be provided, a follow up medwatch report will be submitted.

Event description:
Additional information received 17jul2024: question: the lot number of the safari2 has been requested but not received as of yet. Answer: the lot number of the safari2 is not available. Question: our intake personnel wanted to clarify the meaning of the word raphe' used in the event description. Answer: the anatomy of the bicuspid aortic valve includes unequal cusp size (generally due to fusion of two cusps producing the larger of two cusps), a raphe, and smooth cusp margins. A raphe or fibrous ridge is the site of fusion of the two conjoined cusps and is identifiable in most cases. Additional information received 30jul2024: a review of the provided media was conducted. There are 15 series of low-quality phone recordings of angiographic media. Contrast shows the 3-cusp view. Balloon aortic valvuloplasty (bav) performed. The balloon was not stable, moving up and down through the annulus. Contrast shows initial positioning. The valve appears low, below the annulus and in the ventricle at this point. Step 1a (upper crowns released) completed. The valve appears low, with the upper crowns below the annulus and in the ventricle. The valve is repositioned higher (aortically). The valve is fully deployed and immediately moves into the ventricle with stabilization arches in contact with the native annulus and the upper crowns below. The second valve is shown with steps 1a and 1b (stabilization arches released) complete, no contrast to show position relative to the native annulus. Final deployment of second valve is shown. During deployment the guidewire appears to be on the inner curvature of the aorta and the capsule moves up (aortically) after release. After deployment the lower crowns appear constrained. The delivery system (ds) is shown being withdrawn, possibly interacts with one of the valves. Contrast shows the valve in a valve-in-valve arrangement with the ds still in place. Media shows the valves in position after the delivery system (ds) is withdrawn. Contrast shows final valve positions.